Event description:
It was reported that the user experienced hyperglycemia described as a sugar spike at night before bed while using the ilet bionic pancreas. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication attempts with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding the medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.